Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead fracture and high capture threshold was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable.